Event description:
Rep reported that the dr noticed that the reservoir volume is higher than expected and assumes the pump flowing slow. Therefore, he explanted the pump. No adverse events or pt injury reported.

Manufacturer narrative:
Codman has rec'd the device for eval. Upon completion of the investigation a f/u report will be filed.